Manufacturer narrative:
Patient was given medication [acriflex] for preventative care and received medical intervention from dermatologists. Treatment parameters were within recommended guidelines. Device operated out of specification, suspected to be above 20% of the nominal energy; so technician made repairs to the system. This is reportable due to device malfunction and patient received medical intervention.

Event description:
Patient received medical intervention after developing scar on forehead from a laser treatment.